Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of atrial perforation as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported atrial perforation appears to be related to procedural conditions. The reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This report is filed for atrial septal defect, requiring surgical treatment. It was reported that on (B)(6) 2019, the patient presented with torrential degenerative mitral regurgitation (mr), primary jet a2p2, there was mitral annular and mitral leaflet calcification, a hole in the left lateral aspect of the heavily calcified posterior leaflet, and posterior ruptured chordae. The torrential mr appeared to originate from a hole in the lateral aspect of the posterior leaflet. One mitraclip was implanted. On (B)(6) 2019, the mitral valve replacement, maze surgery (treatment for atrial fibrillation-cardiac ablation), amputation of the left atrial appendage and repair of the patient's atrial septal defect were performed. On (B)(6) 2019, a pacemaker was placed. Per physician, the events were unrelated to the implanted mitraclip and unrelated to the mitraclip procedure. The clip had remained stable. No additional information was provided regarding this issue.